Manufacturer narrative:
The completed analysis confirmed that one opened sample of part number (B)(4) from an unkown lot number was received. The reported failure summary was that the product was broken during the procedure. Visually, the distal tip had broken off the inner cutter, which would have resulted in the reported event; the detached portion measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley and the outer assembly teeth were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the last distal valley while moving in a clockwise direction. There was also minor wear on the inner shaft nearly half an inch from the face of the inner hub. There was no evidence of, concentricity issues, misuse, or mishandling. The cutting tip was unevenly worn, which may indicate an interference fit between the inner and outer assemblies at the tip. The inner cutter and outer tube are supplier manufactured; additional components are installed for the final assembly at the medtronic manufacturing sites. The analysis concluded that there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicates that the tricut blade broke during use in a procedure. There was no medical intervention required, and no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.